Event description:
The customer reported the image are whiting out and the system is down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. This MDR is related to ge healthcare complaint.